Event description:
The patient reported that they thought their implantable neurostimulator (ins) shifted a little bit and may be sitting on a nerve. If the patient turned a certain way or looked over their own shoulder, their knees would buckle. The patient stated that it was no longer an issue because their ins was likely depleted. It was also noted that the last time they used their programmer was to make an adjustment due to vaginal pain. The patient stated that they "tried to tell the manufacture representative" about their buckling but they never heard of it before. The patient was implanted for interstim - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.